Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a 9.9 mmol/l ketone level resulting in a hospitalization. Cause was not known. Correction boluses were delivered to address bg/ketones. Customer was treated with intravenous therapy and insulin pens. Customer was released from the hospital on may 5th. Pump settings were adjusted to address the event.

Manufacturer narrative:
B2 (removed "other serious", added "hospitalization").